Event description:
Technician has a bed that will not go into emergency trend. The bed was found in the maintenance shop. There were no alleged injuries.

Manufacturer narrative:
Technician found down limit on head drive not working and replaced head drive assy. Test okay. No patient involved.